Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unexpected data errors were showing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station required reimage due to database corruption. The field service engineer (fse) reimaged the station to address database corruption. Coordinated with the remote upgrade team to upgrade the station to version 1.11 and align it with the new server. Successfully restored login functionality and normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.